Manufacturer narrative:
For the investigation the affected power supply was provided. The root cause for the ventilation stop was a faulty transistor inside the power supply. This transistor is directly connected to the mains supply and its damage led to the stop of ventilation. In this case the device will open the airway system to allow spontaneous breathing and post an acoustical alarm in accordance to (B)(4). The device reacted according to specification.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
Evita xl ventilator made a loud noise and ceased to function, screen went blank. No injury reported.